Event description:
Ous MDR - on (B)(6) 2013, this ICD was implanted. After discharge, artifacts were seen in the rv lead via home monitoring. No shocks were delivered. On (B)(6) 2014, another operation was performed. No artifacts could be triggered. The pace/sense part of the rv lead was deactivated, and the associated ra lead was additionally implanted. No artifacts could be reproduced intraoperatively. A dft test was performed before discharge (it was forgone during the operation due the patient's state of health), and again, there were artifacts in the right ventricle, which could not be reproduced with provocation. On (B)(6) 2014, the crt-d was explanted; the leads were measured intraoperatively with good values. The ra lead was explanted since the values of the rv were good. After connection to a new crt-d, a provocation test was carried out and no artifacts could be seen, but they were visible again in the subsequent dft test. The rv was capped and replaced. A new dft test with this lead was successful without artifacts.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was bol, 5 charge processes had been documented. The memory content of the ICD was checked, and the available iegms showed interference in the right-ventricular channel. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. Summary: the ICD proved to be within the electrical specifications. There were no indications of material defects or manufacturing errors for either the leads or the ICD.